Manufacturer narrative:
UDI #:(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced pain on right eye (od) two hours after being discharged. The patient returned to the surgery center and a slipped flap was noted od. The patient was taken back to the laser suite and the flap was repositioned. Post op visual acuity sans correction (vasc) as of (B)(6) 2015: 20/20 od, 20/20 left eye (os).